Event description:
It was reported in an article in neurosurgery that the patient experienced recurrent symptoms of ataxia and dysarthria four and a half months post procedure. Angiography, at a different facility, revealed fairly severe instent stenosis. The restenosis was not treated. No other information was provided.

Event description:
The customer reported to their baxter sales representative (bsr) in reference to an elcam 3-way stopcock, product code 2c6201, lot number ur10a30011. The stopcock was leaking and caused air to get into the system, clotting off the dialysis. This was an arterial line. The infusion had to be stopped. An unknown amount of blood leaked out and has contaminated the sample. On 05/10/2010, the dialysis nurse manager (dnm) provided the following clarified and additional information: the stopcock was leaking and caused air to get into the system, but did not clot anything. The patient was receiving continuous venous to venous hemodialysis and this had to be interrupted momentarily. The hemodialysis therapy was pulling out of the patient and into the machine when it was noted that the stopcock had a small amount of blood around the small white port, indicating it was leaking. The hemodialysis machine indicated there was air in the system. The dnm indicated there was no injury to the patient but that the event was significant in that the dialysis treatment had to be interrupted. There is no further information available.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4)the sample has been returned for evaluation, and a follow-up medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved and six unused samples were received for evaluation. The used sample arrived out of the pouch primed. The six unused samples arrived in sealed pouches. The samples were removed from the pouches. All seven samples were visually inspected for any obvious cracking or breakage. Each sample was then underwater leak tested. Visual inspection and leak test results: the used sample passed the visual inspection but failed the leak test. A leak was noted between the stopcock handle valve body and housing. Visual inspection under a microscope showed that the off handle had been turned past the stop. The unused samples passed the visual inspection and underwater leak test. Because the used sample failed the underwater leak test the complaint will be confirmed. It was determined that the off handle had been turned past the stop, deforming the housing and creating a leak channel. A manufacturing batch record review was performed finding no issues during the manufacturing of the lot involved.